Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition after the procedure.